Manufacturer narrative:
(B)(4). The customer reported that the device failed op check, pacer and defib test. There was no reported patient involvement. Philips evaluated the device and confirmed the problem. The therapy pca was replaced and all tests passed. The device was put back into service.

Event description:
The customer reported that the device failed op check, pacer and defib test. There was no reported patient involvement.